Manufacturer narrative:
We were not notified of this complaint until we received a copy of the MDR from the FDA on (B)(4) 2014. Neither unit or switch were returned for evaluation. I talked to the biomed engineer who said the switch was replaced and the one that was removed was thrown away. Contact told us she has to file a give number of MDR's each month or they think she is not doing her job. Unit involve is 8+ years old. Units have a one year warranty. The rocker switch involved is underwriters laboratory listed. Ul does an endurance test which requires 6,000 operations at full load with no failures. Carling technologies, the maker of the switch, states the left expectancy would normally be quite a bit more 10,000 to 50,000 cycles. We do not know if the switch may have been damaged by handling or cleaning during its 8+ years of use. These rocker switches should be operated using a finger or thumb. They should not be operated using pens, pencils, or other hospital instruments.

Event description:
It was reported that while attempting to suction a patient, the on/off switch would stick, unable to turn on, once it was on it was very difficult to turn off. The on/off switch was replaced by the biomed engineer. They have had many units with the same problem. Engineer continues to replace switches.